Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in follow-up call on 11-feb-2021 to ensure the customer's condition had improved and that the initial concern is resolved - able to establish contact with customer who stated replacement meter and test strips had been obtained from the pharmacy. Customer's reported his condition had improved and he did not currently have any diabetic symptoms. Customer had gone to hospital after the initial call on (B)(6) 2021. Wife had called 911 due to customer being dizzy and confused; customer's blood glucose test result using the true metrix meter had been 518 mg/dl non-fasting. Customer was diagnosed with hyperglycemia and given IV fluids. Wife stated that when he left the hospital, his blood sugar was in the 400s but does not recall the exact result. Customer was not admitted and had been discharged with a prescription for lantus.

Event description:
Consumer reported complaint for e-0 error. Wife is calling on behalf of the customer. Customer had purchased the true metrix meter on day of call. At the time of the call the customer reported feeling dizzy; medical attention was not needed at the time. Caller advised that customer just got the meter and strips today but that husband went to the hospital yesterday and was diagnosed with high blood sugar and his blood levels were in the 500's. During the call, a blood test was performed by the customer and produced e-0 error. The meter memory was not reviewed for previous test result history. Wife denied customer had any health issues that could interrupt his hematocrit level. Wife stated she was going to seek replacement at pharmacy.

Manufacturer narrative:
Sections with additional information as of 16-apr-2021: updated FDA¿s type, findings and conclusions codes. Meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.